Event description:
It was reported that the patient went to the emergency room because of a "fainting" episode. The device had trouble interrogating because of telemetry. Once interrogated, recorded episodes were noted, but the electrograms could not be viewed. A number of adjustments and manipulations were made to the programmer resulting is a loss of telemetry and difficulty interrogating. After further manipulation, the device was able to be interrogated but the previous data had been cleared. The cause of the patient's "fainting" was not determined, but the device was found to be working properly and was not suspected as being part of the problem. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).